Event description:
When attempting to deploy the prosthesis for a ercp procedure in the bile duct, it could not be released because the gun broke, losing a spring during trigger use.

Manufacturer narrative:
E1 and f5 (phone number): (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.